Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that metal debris from the knife was left along the edges of the pt's wound during a procedure. Current pt status is unk at this time. Add'l info has been requested.